Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer observed that the force bipolar instrument was damaged and stuck at the cannula edge. As a result, the customer had to remove the instrument together with the cannula in one piece. There was no report of any fragments falling inside the patient. The procedure was completed. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was not inspected prior to use. The base of the instrument's wrist was damaged, and the jaws were stuck in a closed position. As a result, the port incision was increased by the surgeon had to remove the instrument and cannula together. The instrument's jaws were not stuck on tissue at the time of the event. There was no missing part / material observed from the instrument. It was confirmed that no fragments fell inside the patient during the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the force bipolar instrument was damaged and stuck at the cannula edge, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip, causing vertical misalignment of the grips. There was a portion of the grip tips that extended further than manufactured. Failure analysis found the primary failure of the bent grips to be related to the customer-reported complaint. An image of the force bipolar instrument related to this event was received and reviewed. From the image provided, the grip base was dislodged from the distal clevis. The root cause of the failure mode could not be confirmed without the returned device. The failure mode of bent grips is typically attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.